Manufacturer narrative:
The device history records for this lead model goes beyond oscor's record retention period, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. The lead in question has been actively implanted for approximately 17 years, 1 month. Since the lead remains implanted, it will not be returned for analysis and as a result, the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. Controls are in place during manufacturing for electrical and visual verification. In addition, qa in-process and final inspection verify the electrical resistance is checked with a multimeter and readings are documented in the work order. A review of the device manufacturing inspection procedure, permanent pacing lead final inspection, was reviewed to verify that the device was inspected for the reported failure. The device is verified 100 percent for electrical and visual function. As stated in the manufacturing procedure regarding electrical function; electrical resistance has to be checked with a multimeter. Record ohms readings on work order. Measure d dimension using optical comparator. Tubing inspection and criteria: all tubing will be inspected according to procedure titled criteria/inspection of polyurethane and silicone tubing. The electrodes should be clean and have no adhesive or other residue. Electrodes should be smooth and free of scratches. Check with z foam dampened with alcohol. Instructions for use (IFU) provide the following precautions: clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements. Electrical issues are recognized clinical events referenced in the device's labeling. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available. Oscor inc., is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc., which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor, inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor, inc., or its employees, that the report constitutes an admission that the device, oscor, inc., or its employees caused or contributed to the event described in this report.

Event description:
It was additionally reported that "looking at her episodes, noise was present in both the atrial and ventricular channel causing inappropriate mode switching and classifications of svt with stable lead impedance measurements in both chambers. A few examples of ventricular inhibition to the noise were present as well. In addition the patient was reporting continual fatigue during activity which was apparent based on the blunted atrial heart rate histogram with 100 percent atrial pacing since january 23, 2017. Parameters were changed after consulting with physician. Events since last reset on 23 january 2017 were reported as : 09 oct 2017 07:03 atr at 308 bpm, avg v rate in atr: 80 bpm and 05 oct 2017 07:52 atr at 366 bpm, avg v rate in atr: 105 bpm.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. This initial MDR is being submitted to meet our requirements of reporting. A follow-up will be submitted as soon as the investigation is complete.

Event description:
Technical services (ts) received a call from a health care professional (hcp), in which it was reported that they were seeing rv noise and oversensing. They also reported ra noise which they had seen for quite some time. Ts recommended bringing the patient in to test the leads.